Manufacturer narrative:
The reported events of noise and oversensing were confirmed. A partial lead was returned for analysis in 4 segments. An insulation abrasion breaching the inner insulation and exposing the inner coil was noted at 19.2-20.0 cm from the referenced cut. The cause of the reported events of noise and oversensing was due to the insulation abrasion breaching the inner insulation.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead exhibited noise and oversensing. The patient did not experience any adverse events as a result of noise. The atrial lead was explanted and replaced. The patient was stable prior and during the procedure.